Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified medication. After an unspecified length of time, the option-lok male adapter of the microbore extension tubing set was connected to an the delivery of an unspecified medication. No specific details were provided. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter of the extension tubing set from the clave port of the plumset for an unspecified reason. At this time, it was reported that the option-lok male adapter of the extension tubing set broke off. The tubing set was replaced and the therapy was resumed. No specific details were provided. There were no reported details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.